Manufacturer narrative:
(B)(4). The device reported has been requested from the customer but has not yet been received. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The initial medwatch report (6000001-2011-04049) was previously submitted in error regarding this complaint. The product involved in the adverse event is a drug (B)(4) manufactured by baxter; therefore, this event is not reportable. Baxter's regulatory affairs department will be reporting this drug adverse event (B)(4).

Event description:
On (B)(6) 2011, a customer reported the death of a (B)(6). On (B)(6) 2011, baxter contacted the veterinarian ((B)(6)) at the (B)(6) hospital regarding the report of animal death. The (B)(6)stated that a post mortem necropsy was performed. The drug administered prior to the incident was manufactured by (B)(4), had been drawn into a 60ml syringe from its baxter viaflex solution bag and administered to the animal intravenous push (ivp) through an intravenous (IV) line. Subsequently, the animal suffered an episode of anaphylactic shock post injection (period of time unreported) resulting in death to the animal.